Manufacturer narrative:
An entire lead was returned cut in two pieces. A fracture of the outer coil was found at 2.2cm from the connector pin consistent with cyclic stress.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received a vibratory alert for high impedance. Oversensing was observed. The lead was explanted.